Event description:
It was reported by a patient's mother that the nurse at her daughter's day program mentioned to her that there was another patient with vns who had to have their vns moved to the other side due to chest pain and hiccups. There was no further information available. No additional or relevant information has been received to date.